Manufacturer narrative:
Giannini g, francois m, lhommee e, et al. Suicide and suicide attempts after subthalamic nucleus stimulation in parkinson disease. Neurology. 2019. Doi: 10.1212/wnl.0000000000007665. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Description of problem or event: it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Giannini g, francois m, lhommee e, et al. Suicide and suicide attempts after subthalamic nucleus stimulation in parkinson disease. Neurology. 2019. Doi: 10.1212/wnl.0000000000007665. Summary: to determine the postoperative attempted and completed suicide rates after subthalamic nucleus deep brain stimulation (stn-dbs) in a single-center cohort and to determine factors associated with attempted and completed suicide. Reported events: it was reported one patient who was suffering from suicidality also had intracerebral hemorrhage. Three patients were diagnosed with an infection. Four patients had intracerebral hemorrhage. There were sixteen patients that attempted suicide. It was reported six patients attempted suicide and were hospitalized.